Event description:
Philips received a complaint concerning a v60 ventilator, indicating that the device was overheating and shutting down. According to the respiratory therapist (rt), the ventilator was in normal patient use when the issue occurred. No patient or user harm was reported, and there was no interruption or delay in therapy. The customer, with support from a remote service engineer (rse), evaluated the device and confirmed the reported condition, noting that the device displayed an overheating error. A biomed engineer also tested the system and verified the condition. The customer requested onsite service for further evaluation and repair. A field service engineer (fse) was dispatched for onsite service. During onsite evaluation, the fse was unable to replicate the overheating issue. The blower assembly and cooling fan were replaced to prevent recurrence of the reported problem, along with the air inlet filter and cooling fan filter. The device successfully passed all required performance verification tests per philips standards and was returned to service.